Event description:
It was reported that during surgery, the staple broke and was removed from the patient. It is unknown if there were any delays or backup devices available. No patient injuries were reported.

Manufacturer narrative:
The devices, used in treatment were not returned for evaluation. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. These devices are reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.